Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. A review of the stored electrograms confirmed noise. There were noise markers over the intrinsic beats as well. Technical services discussed some reasons for the markers being over the intrinsic beats. The clinic will check the system. There were no additional adverse patient effects. The system remains implanted.